Manufacturer narrative:
Unknown stimulating probe: the product and lot information were not provided. Therefore, the manufacture date, use by date, 510k number, and UDI number cannot be determined. The 8229306 (endotracheal emg tube): the product analysis indicates one opened sample of part number 8229306 from lot number 0213841742 was received. Analysis results indicated that when viewed under magnification, there was no damage to the wires or connectors that would result in the reported event. There was no damage or anomalies in the construction of the device. The resistance of each lead shall be between 1.7 and 3.7 ohms, the actual measurements were as follows: red = 3.1 ohms, red with clear band = 3.2 ohms, blue = 3.3 ohms, and blue with clear band = 3.1 ohms [all readings are within specification]. There were no shorts between circuits and no intermittent behavior while manipulating connections. The red/white and green end to end ohms resistance shall be less than 2.5 ohms; the actual measurements for the red/white was 1.8 ohms; the actual measurements for the green 1.8 ohms (both were in specification). There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint. The reported issue could not be confirmed. Stimulating probe (product number and lot number are unknown): one opened stimulating probe was returned from the customer. Although the part number is unknown, the returned device may be part 8225101; however this has not been confirmed. Analysis results indicated that there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. The typical resistance of the assembly shall measure less than 0.3ohms while using a 4-wire ohm meter (a 2-wire meter was used in lieu of the 4 wire); the actual measurement was 0.3ohms. The probe were plugged into a nim system using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system returned 1.02 ma and a waveform / event tone over 300uv. There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint. The reported issue could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
The report states that the surgeon used 10ma to stimulate the vocal cord and got a stim return of 100-200uv before he started dissecting the thyroid. During the surgery, when the surgeon used 3-5ma to stimulate the right laryngeal nerve, there was no response on vocal cord electromyogram. There was no patient impact/injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.